Event description:
While treating a semi-conscious pt, the pt placed her hand on top of the 14 mm collimator as the collimator entered the unit. The treatment was immediately aborted, but the pt suffered lacerations to two of her fingertips. The pt required several stitches, suffered no fractures, and is recovering.